Event description:
It was reported that the pump fell and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 142 mg/dl. Reportedly, customer reverted to an unspecified alternate form of insulin therapy.